Manufacturer narrative:
The insulin pump had a high idle current due to corrosion found on the electronics. The insulin pump had minor scratches on the display window and a scratched case.

Event description:
It was reported the customer had battery issues with their insulin pump. Customer stated they went through 8 batteries in 8 days while on their insulin pump. Customer also reported several no delivery alarms. The customer's blood glucose was 109 mg/dl. Troubleshooting found the customer did not frequently use their backlight or performed excessive button pressing. The customer also called back for a second time reporting their battery issues. Customer stated a replacement battery cap did not resolve the issue. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.